Event description:
Endovascular abdominal aortic aneurysm repair was performed using a 31 x 16 main body and a 14 x 15 contralateral limb, placement of a 32-mm cuff cutdown and repair of a left common femoral artery injury due to malfunction of a perclose suture device.